Event description:
Out of range shock impedances were measured. Lead return requested. On (B)(6)2010 - this system was returned with oos documentation. Per oos, lead was fractured right above the first coil. Linox sd 65/18, (B)(4), MDR 1028232-2010-01991.